Manufacturer narrative:
Concomitant medical product(s): product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (hcp, rep): information was received from a healthcare professional, via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that patient has bilateral pain. He reported only feeling stim on the left hand side but needed stim bilaterally. Upon x-ray it was found that lead had migrated laterally to the left. There were no environmental/external/patient factors that may have led or contributed to the issue noted by the patient or physician. X-ray was taken but date was not told to me showing that lead had migrated to the left/laterally. Surgical intervention described earlier was intervention to move the lead back to a medial position. Lead was moved back into correct location by physician during surgical revision. This should give the patient bilateral stim coverage. The issue was resolved at the time of the report. Hcp had no further information. No further complications were reported/anticipated.